Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to an emergency department less than a week post implant procedure due to upgrade. Upon interrogation, loss of capture was noted with every vector at any output on the left ventricular (lv) lead. A recent chest xray indicated that the left ventricular lead was dislodged when it was compared to the xray performed post implant procedure. The left ventricular (lv) lead was turned off and lead revision was discussed. The patient was stable post interrogation.